Event description:
It was reported that during a routine follow-up visit, abnormal pacing parameters were noted. An x-ray revealed that the lead had become dislodged. Surgical intervention was undertaken to reposition the lead, but the helix mechanism could not be extended. As a result, the lead was exchanged for a new one, and the procedure was successfully completed without any further adverse effects on the patient. The dislodged lead is anticipated to be returned.

Event description:
It was reported that during a routine follow-up visit, abnormal pacing parameters were noted. An x-ray revealed that the lead had become dislodged. Surgical intervention was undertaken to reposition the lead, but the helix mechanism could not be extended. As a result, the lead was exchanged for a new one, and the procedure was successfully completed without any further adverse effects on the patient. The dislodged lead is anticipated to be returned. Update: this supplemental report is being submitted to include device technical analysis completed on the returned product.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in two segments with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported device sensing issue; however, confirmed the reported helix extension difficulty due to dried blood around the helix. Additionally, there were no lead issues noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.